Event description:
Customer reportedly received result of 80 mg/dl and a result of 32 mg/dl within 10 minutes on the advantage system. Customer self treated based on low blood glucose symptoms. No adverse event reported. Requested return of suspect device and replacement was sent.